Manufacturer narrative:
The initial report had the incorrect information regarding error. The correct information has been provided with this report.

Event description:
It was reported that the insulin pump received compromised force sensor system error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error both the ram and flash copies of current user settings are corrupt. The customer¿s blood glucose level was 189 mg/dl at the time of the incident. Customer reports they were able to clear the alarm and able to rewind the insulin pump. Customer was assisted with performing displacement test and test result was not available. It was also stated that the pump error occurred during rewind as customer was assisted with rewinding the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.